Manufacturer narrative:
During follow-up, the patient said he did not know if the hm14c catheter contributed to the uti. He said he noticed no defect or malfunction when using it, and experienced no pain, bleeding, or trauma of any sort. Since there were no product defects or malfunction, the patient did not think there was a need to return the catheters from lot 191008-3.

Event description:
Intermittent catheter patient (user) stated he is afraid to use to use the catheters as he got a urinary tract infection (uti) while using the hm14c catheter. During follow-up, the patient said he was prescribed an antibiotic by his doctor, took the full course, and recovered fully.